Event description:
The customer reported that the rocker switch dislodged and fell off the pencil onto the sterile field. Nothing fell into the pt cavity. The rocker switch was pushed back into the pencil by the operating room staff and then it fell out again during use. Another device was used to complete the procedure without further consequences. There was no pt injury or ill-effects.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.